Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colon resection when the surgeon went to fire the device and finish the anastomosis, the staples did not form. The surgeon noticed that there was a leak and the colon stayed open. The procedure was completed with an alternate device with no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r58z6j. The analysis results showed that the tx60b device arrived with no apparent damage and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The event described could not be confirmed as the device performed without any difficulties noted. Test reload: xr60b, k5e987. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.